Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
A patient reported their dds advised them to cease treatment due to fillings that have moved and will need replacement along with chipped teeth that will need repaired.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.